Event description:
It was reported at device system implant, physician had to reposition atrial lead due to oversensing and "not adequate p waves." With the second position, the numbers were reported to be good and the device was connected with all measurements good. "Dft was done at 25 j and was successful." Shortly after this, the physician noted patient was not breathing, rhythm was paced with very wide qrs, and patient was coded. The device did rescue the patient from vt (ventricular tachycardia) twice during the code, each time with one shock. The patient's pulse returned and an echo showed no tamponade and no perforation. Patient was admitted to ICU, but was reported to have died that same night. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported at device system implant, physician had to reposition atrial lead due to oversensing and "not adequate p waves." With 2nd position, numbers were reported good and device was connected with all measurements good. "Dft was done at 25 j and was successful." Shortly after, physician noted patient was not breathing, rhythm was paced with very wide qrs, and patient coded. Device did rescue patient from vt twice during code, each time with one shock. Patient's pulse returned and echo showed no tamponade and no perforation. Fluroscopy of lungs showed no pneumothorax. Admitted to ICU, but was reported to have died that same night. Cause of death has been requested and not received. Follow up revealed patient coded in ICU due to pulseless rhythm. Received multiple defibrillations for vt/vf, but did not recover a pulse after an hour of resusitation and code was called.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.